Event description:
This patient was noted to be hypotensive and bradycardic with intermittent capture upon interrogation. The device was programmed at max outputs of 90; however, the patient continued to decompensate. Three manual shocks were delivered for slow vt. The patient was noted to have no pulse and very low blood pressure. CPR and code protocol were followed. The patient expired of heart failure and hypertension. No additional information is available. Should additional information become available, this event will be updated.